Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported that the numbers on the insulin pump were scrolling up on their own. Customer stated that the insulin pump is stuck in the reservoir set up. Customer's current blood glucose reading is 110 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.